Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5cv8l. Investigation summary:the analysis found that one plee60a device was returned with no apparent damage with a gst60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon declared that staple line did not form on second reload on patient side of the stomach. Surgeon had to over sew since no staples formed. There were no patient consequences reported.